Manufacturer narrative:
The following field had been updated with additional information: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multidose orders at es station. A technical support specialist gathered details from the customer about the reported issue. After verifying the med samples and security group, communicated the findings and requested further information. Despite checking the facility formulary and device settings, no cause was found. The case was closed with customer consent, pending future samples for further investigation. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server encountered an issue where multidose orders at pyxis es medstations appeared as 'zz ims template' and required nursing to select them before the actual medication populated, instead of displaying the specific medications directly in the medication list. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server encountered an issue where multidose orders at pyxis es medstations appeared as 'zz ims template' and required nursing to select them before the actual medication populated, instead of displaying the specific medications directly in the medication list. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.